Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: on which firing did this occur? What color reload was being used? Was the trigger advanced with no staples deployed? Did the device lock out and could not be fired at all?

Event description:
It was reported that during a laparoscopic colectomy procedure, the surgeon reported that the staples did not deploy in the device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: on which firing did this occur? First. What color reload was being used? Green. Was the trigger advanced with no staples deployed? I was unable to get a hold of the surgeon, but the nurse was quite sure that it advanced with no staples. Did the device lock out and could not be fired at all? I do not believe so. The analysis results showed that the tx30g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.